Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the exhalation sensor printed circuit board assembly (pcba). The ventilator passed self-testing.

Event description:
It was reported that the ventilator was inoperative. The ventilator was not on a patient at the time of the event.